Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred when the pump got wet, however, the customer was not outside of the labeled operating altitude range. Customer¿s blood glucose was 110 mg/dl. Reportedly, the customer removed the pump from a wet pocket and after approximately 2 hours, the pump resumed operation, resolving the issue.